Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due loss of capture (loc) in association with high pacing impedance measurements. It was also reported that the lead exhibited damage as a result of clavicular crush. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. All coils under the insulation were fractured approximately 46.5 cm from terminal pin. Microscopic evaluation indicated that the damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.